Manufacturer narrative:
The returned product was tested per ameda engineering protocol to determine whether the allegation of leaking fluid could be confirmed. The returned product was assessed for indications of malfunction or thermal event. The returned product was assessed for functionality and met functional specifications. Dark grey substance, e.g battery acid, was observed inside the battery compartment. Internally, no signs of foreign substance, burning, melting or charring were observed.

Event description:
Customer contacted ameda, inc. On (B)(6) 2015 to report pumping this morning with her purely yours breast pump when an event occurred while using battery power. Customer states dark fluid began leaking from the batteries inside the battery compartment. Customer reports this fluid leaked all over both hands as she removed the battery compartment door. She washed her hands with cool water. Customer reports no injury, burn or properly damage occurred during this event.